Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded. The customer reported no adverse event. The event involved product(s) mmt-332a. Customer reported insulin flow blocked alarm. Troubleshooting was performed. Customer confirmed insulin did not exit tubing with manual push of reservoir plunger or reported greater than normal resistance. No harm requiring medical intervention was reported. Mmt-332a was requested and customer response was the device will be returned.

Manufacturer narrative:
Evaluated 1 open/used reservoir received with blurry printing and empty barrel: transfer guard. Inspected reservoir's o-rings and stopper groove for anomalies appendix d and none was found. Using a new lab transfer guard; as follows: reservoir filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump; performed pump manual prime, visual fluid flow through infusion set and out catheter tip; per dop114-811doc. Conclusion: reservoir passed per manual prime; no occluded anomaly was found during test. Also performed visual inspection and found blurred print in the reservoir; possible reason: reservoir reused several times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.